Event description:
An altitude alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer will continue using their current pump until a replacement arrives, as advised by technical support, who confirmed the shipping address and sent a replacement pump equipped with updated software. Instructions, including storage mode and return procedures, were provided and acknowledged by the customer.